Manufacturer narrative:
The manufacturer originally reported that a ventilator failed test steps during testing and the device's oxygen blending module board, interface board and the device's oxygen blending module's manifold were replaced to address the issues. The date for awareness of the new information in section g4 was inadvertently left blank in the previously submitted follow-up report. The date in section g4 was added to this report.

Manufacturer narrative:
The manufacturer originally reported that a ventilator failed test steps during testing and the device's oxygen blending module board was replaced to address the issues. Additional test step failures were observed and the device's interface board and oxygen blending module's manifold were replaced to address those issues.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's oxygen blending module board was replaced to address the issues.